Event description:
Pt with implantable defib for recurrent ventricular tachycardia suffered cardiac arrest. Prolonged resuscitation with apparent pacer firing but no capture. Taken to or 6/25 with findings consistent with electrical short circuit between the two high voltage electrodes which subsequently caused defibrillator generator component failure. Defib sent to MFR for further eval.